Manufacturer narrative:
Concomitant medications included aspirin, clopidogrel, and heparin. Concomitant devices included 5mm angioguard rx (lot unk). Additional information will be submitted within 30 days of receipt. This is one of four devices associated with this event with associated manufacturer report numbers of 1016427-2012-00116, 1016427-2012-00117, 9616099-2012-00481 and 9616099-2012-00482.

Manufacturer narrative:
As reported via the (B)(6) registry, a (B)(6) female patient with a history of hyperlipidemia, congestive heart failure, history of smoking, diabetes mellitus, coronary artery disease, coronary percutaneous revascularization, and hypertension experienced an ischemic stroke during the index procedure. At the time of the index procedure, angiography revealed 90% stenosis in the right ostial internal carotid artery. The lesion was described as mildly calcified, eccentric and ulcerated with thrombus present. The lesion length was unknown and the reference vessel was 6.0mm in diameter. The patient was asymptomatic prior to the procedure. A 6mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 40mm precise rx was implanted at the target lesion. The patient became hypotensive, with systolic blood pressures in the 80s and 90s that responded to 100mcg of neo-synephrine. The angioguard was removed with debris noted in the basket. Repeat angiogram showed the evidence of a proximal plaque shift with a filling defect seen at the distal edge of the stent. An angioguard was again advanced and deployed in the distal right internal carotid artery and a 6.0 x 30mm precise rx were implanted with overlap with no residual stenosis. On further imaging delay there were two parietal branches that were seen filling late, consistent with atheroembolism of these parietal branches for which conservative management was provided. It was noted that the patient had left upper extremity weakness with a right gaze preference and encephalopathy with symptoms of behavior change, aphasia, left hemiparesis, and left hemineglect. The angioguard was retrieved with debris noted in the filter basket. A brain CT scan showed evidence of an evolving stroke in the frontal mca distribution. The patient was discharged to a rehabilitation facility approximately six days after the index procedure, and the symptoms recovered fully with no deficit in greater than 3 months. The devices were not returned for analysis. A review of the manufacturing documentation associated with the precise lots presented no issues during the manufacturing process that can be related to the reported complaint. The sterile lot numbers of the angioguard devices was not provided, therefore, not review of manufacturing documentation could be performed. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influence by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds, and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Embolic stroke is a well-known potential adverse event associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. The angiographic evidence of plaque shift and pre-existing thrombus may have contributed to the stroke. There is no evidence that the events were related to a manufacturing issue, therefore, no corrective action will be taken. This is one of four devices associated with this event with associated manufacturer report numbers of 1016427-2012-00116, 1016427-2012-00117, 9616099-2012-00481 and 9616099-2012-00482.

Event description:
As reported via the sapphire registry, a patient experienced an ischemic stroke during the index procedure. At the time of the index procedure, angiography revealed 90% stenosis in the right ostial internal carotid artery. The lesion was described as mildly calcified, eccentric and ulcerated with thrombus present. The lesion length was unknown. The reference vessel was 6.0mm in diameter. The patient was asymptomatic prior to the event. A 6mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 40mm precise rx was implanted at the target lesion. The patient became hypotensive, with systolic blood pressures in the 80s and 90s that responded to 100mcg of neo-synephrine. The angioguard was removed with debris noted in the basket. Repeat angiogram showed the evidence of a proximal plaque shift with a filling defect seen at the distal edge of the stent. An angioguard was again advanced and deployed in the distal right internal carotid artery and a 6.0 x 30mm precise rx were implanted with overlap with no residual stenosis. On further imaging delay there were two parietal branches that were seen filling late, consistent with atheroembolism of these parietal branches for which conservative management was provided. It was noted that the patient had left upper extremity weakness with a right gaze preference and encephalopathy with symptoms of behavior change, aphasia, left hemiparesis, and left hemineglect. The angioguard was retrieved with debris noted in the filter basket. A brain CT scan showed evidence of an evolving stroke in the frontal mca distribution. The patient was discharged to a rehabilitation facility approximately six days after the index procedure and the symptoms recovered fully with no deficit in greater than 3 months.